Event description:
Patient was recently noted to have a low pulse rate in association with fatigue and exertional intolerance. He was evaluated in the device clinic earlier this week and found to have a probable ventricular lead fracture. Outputs were adjusted significantly upward to obtain reliable capture. He recalls a fall that occurred in late (B)(6) where he may have twisted his left arm behind arm.